Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): a000198 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. A042970 320-10-00 - equinoxe reverse tray adapter plate tray +0. 6553221 320-15-02 - rs glenoid plate sup aug, 10 deg. A000846 320-15-05 - eq rev locking screw. A014336 320-20-00 - eq reverse torque defining screw kit. S361952 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. S364980 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. S365872 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. S366135 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. A001731 320-42-00 - equinoxe reverse 42mm humeral liner +0. A003148 531-20-00 - shldr gps rvrs drill kit. A005939 531-78-20 - shouldr gps hex pins kit. 2026522162 a10012 - gps implant kit v2. A042970 320-10-00 - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, approximately 1 year post op initial left tsa, this male patient was revised due to dislocation. Yes the adapter tray was exchanged to a +5mm tray. No breakage of device or surgical delay/prolongation. Patient was last known to be instable condition following the event. No other patient information/medical history was reported. Unable to obtain photos/x-rays. Product not returning - disposed at the hospital.

Manufacturer narrative:
Section h11: *the following sections have corrected information: (d1) brand name: equinoxe reverse tray adapter plate tray +0 (d4) catalog number: 320-10-00, serial number: (B)(6), unique identifier (UDI) #: (B)(4), if explanted, give date: (B)(6) 2023 (d10) concomitant device(s): (B)(6) - equinoxe reverse 42mm humeral liner +(B)(6) - eq reverse torque defining screw kit (h4) device manufacture date: (B)(6) 2022

Manufacturer narrative:
Section h10: (h3) upon review of the available information, there is no evidence that this is a device related malfunction and there is no allegation against the device. Implantation of a total joint could result scapular notching and dislocation. The most likely cause of the reported event is patient conditions.

Manufacturer narrative:
Section h10: (g2) report source - company representative should have been checked (g4) date received by manufacturer ¿ date on final submission should have been 15-dec-2023 (g6) type of report - 30-day should have been checked along with follow-up